Event description:
The nurse pressed the button to pull back the needle after accessing the vein for the IV, the needle did not retract into the system. The nurse pulled the needle out and left the catheter in the patient and attempted again to retract the needle but was unsuccessful. The needle was safely placed in the sharps container with out incident to the nurse or the patient.